Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported they got the stimulator to help with both bowel and bladder incontinence and it helped some days but later in the call pt did not confirm it helped 50%. Pt said they noticed it stopped helping 2-3 weeks ago, at the end of may and now they are still having so many accidents, they just had a bowel incontinent accident and they are so disgusted and they don't know what to do anymore. The patient said they have tried all 7 of their programs starting at a low number like 0.5 or 0.6 and gradually increasing, but they still keep having accidents on all of them. Pt said when they have called pats in the past they got assistance to make therapy adjustments. Reviewed interstim therapy optimization information, stim sensation in formation, control equipment general use and function and recommended keeping a symptom diary to track results. Pt was synched up to their ins during the call and reviewed their settings but did not make any changes. Pt said when they tried p6 at 0.5 or 0.6 is was too painful and they did not use it. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Pt also mentioned they noticed in late arpil when they started physical therapy the ins feels like it is moving and pushing into their spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.